Event description:
Boston scientific received information that the patient had presented to the hospital three months earlier for drainage at the incision sites and treated with oral and intravenous antibiotics. The patient was treated and released. Three months later the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted for an infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.